Event description:
It was reported that the cylinders of this inflatable penile prosthesis had worn out and the device was not operating as intended. The device was explanted and replaced. No patient complications were reported.